Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as wound from garment cutting into skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended a cream for the skin irritation. Outcome of the irritation is unknown.